Event description:
A report was received that the pt's ipg was relocated due to discomfort. The physician moved the ipg higher on the buttock. The pt was reportedly doing well following the procedure.